Event description:
The hcp reported, that the patient had symptoms of increased spasticity and lack of efficacy. An x-ray was performed which revealed that the patient's catheter had dislodged from the lumbar area. The patient's catheter was revised.

Manufacturer narrative:
.